Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call that he was hospitalized on (B)(6) 2015, with diabetic ketoacidosis. The customer experienced nausea, blurred vision and unsteady standing. He was treated with fluids and insulin. Blood glucose value at the time of admission was over 700 mg/dl on (B)(6), over 600 mg/dl for (B)(6) and 598 mg/dl for (B)(6). It was found that the customer had a bent cannula on the last hospitalization. The customer also reported that the insulin pump had been alarming no delivery the day of the call after he changed the infusion set. Customer disconnected at the quick release and was able to prime. The customer removed the infusion set and the cannula was bent. Blood glucose value was 162 mg/dl.